Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced hyperglycemia and an adhesive failure (tape not sticking) event on (B)(6) 2026, as the infusion set was pulled off. The hyperglycemia was treated with an insulin pump.